Event description:
Dr was using the shaver during an operative arthroscopy. While shaving soft tissue, the blade broke in half. No torquing, twisting was noted by the staff prior to the shaver blade breaking.